Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) visited the emergency room (ER) due to shocks. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed the patient was in a supraventricular tachycardia (svt). The device inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks. The therapy converted the rhythm. Ts provided programming optimization recommendations. The device was reprogrammed successfully. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.